Manufacturer narrative:
See MDR 1920664-2010-00179 for the delivery device used with this intraocular lens.

Event description:
The haptic was found bent after delivery into the eye. The incision was enlarged to remove and replace the lens.